Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed twice after installation and went vent inop due to adc/dac test. The customer reported there was no patient involvement.